Manufacturer narrative:
The insulin pump passed the unexpected restart error test. No unexpected restart alarms occurred. The insulin pump had intermittent button response due to corroded keypad trace. Analysis found moisture damage on the lcd board. The insulin pump had cracked battery tube threads and scratched on display window noted during testing. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. The customer reported that they received an unexpected restart alarm. The customer's blood glucose was 134 mg/dl at the time of incident. The customer stated that there was fluid under the lcd display. The customer stated that they were unable to clear the unexpected restart alarm due to keypad anomaly. The customer stated that the buttons were unresponsive. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.